Event description:
The pt reported experiencing elevated blood glucose of up to 580 mg/dl due to the infusion device. He switched to his backup infusion device and his blood glucose decreased. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.